Event description:
Around 11:30 in 05 patient in ICU was found to excessive bleeding from right internal jugular large bore introducer. Patient sustained extended asystolic/pea arrest. Resuscitation lasted over one hour and required 13 liters of fluid and four units of prbcs. Patient regained pulse and went emergently to the or and then sicu. Patient was removed from life support in 05. It was found that the IV line had become disconnected from the introducer.